Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as an unspecified human error. It was reported that the patient was hospitalized and was treated with vancomycin, ceftazidime, amikacin, gentamicin and cefepime (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and was reported to be "feeling well" and antibiotic treatment and the usual cycler treatment was ongoing it was reported that the patient's mother was to be retrained in the aseptic technique. No additional information is available.